Event description:
Removal of dental implant for non-osseointegrate. The clinician reported implant was placed in d3 thin cortical bone in 2006. The implant was removed two months later. The clinician identified the reason of removal as failure-to-osseointegrate.

Manufacturer narrative:
The implant was not fractured. The implant was examined under 10x magnification and no thread defects were noted.